Event description:
Report rec'd via user facility, report states: "patient had heparin infusing at 13.4 cc/hr at 1002. At 1202, heparin was noted to have infused a complete bag of 250 cc." No additional info was provided.

Manufacturer narrative:
Baxter has not rec'd a response from the facility. Baxter does not expect to receive the device for eval. Similar incidents have been received for this product family. This incident has been communicated to the responsible baxter personnel to review and determine if this date is within the expected level of occurrence.